Event description:
It was reported that pt underwent revision knee procedure 2008. Pt returned to physician with complaint that her knee locked in flexion. Examination found anchor plug fractured. Pt has not been revised to date.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. The user facility is outside of the united states. No medwatch report was received. No user facility info is available. This report filed on june 6, 2008.